Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited many episodes of noise oversensing. The noise was reproducible with left upper extremity adduction. The lead was reprogrammed and noise was no longer seen by movement of the patient's upper left extremity. The patient was asymptomatic and was scheduled for continued follow up.